Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure, a dissection occurred. The target lesion was located in the right coronary artery (rca). The reference vessel diameter was 3.7mm and the lesion length was 23mm. Pre-procedure was 95% stenosis and post-procedure was 0% stenosis. A 3.5x28mm liberte stent was implanted. A non bsc balloon catheter was used. No attempt made for direct stenting. Due to a dissection an additional liberte was implanted. The procedure was a technical success. The patient was discharged 2 days later without anginal complaints or silent ischemia. The discharge medication included asa 100mg daily/indefinitely and clopidogrel 75mg for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown, therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification is anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use. (B)(4). Device not returned for analysis.